Event description:
On (B)(6) 2014, it was found that a blocker is out of screw head. Revision surgery is planned on (B)(6) 2014.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; according to the surgical guide, once the correction procedures have been carried out and the spine is fixed in satisfactory position, final tightening of the blockers is performed. The indentations on the bottom of the blocker indicate that the construct may have been loose. As a result, the rod created enough localized force to possibly push the blocker out from the tulip. In addition, the representative mentioned the patient had a high activity level, which may have been another contributing factor. According to the IFU, if the patient is involved in an occupation or activity which applies inordinate stress upon the implant, the surgeon must advise the patient that resultant forces can cause failure of the device. A plausible root cause is failure to ensure the blocker is properly inserted.

Event description:
On (B)(6) 2014, it was found that a blocker is out of screw head. Revision surgery is planned on (B)(6) 2014.